Manufacturer narrative:
The customer reported that the AED battery pack is depleted. When a new battery pack was inserted, the AED displayed a service code warning for 'speaker test current' which may indicate an early warning for a low battery. The maintenance schedule is reported as monthly. Troubleshooting with the customer found that the previous bp died due to improper maintenance. The pads were never attached and the battery pack depleted over time. Reviewed proper maintenance; the service code or warning was cleared with a manual self-test, the asi is flashing green, and the AED can stay in service with the new battery pack.the customer's failure to promptly address red asi warnings and follow the manufacturer's IFU reduced battery life expectancy. No additional information is available at this time to further investigation this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications.

Event description:
The customer reported that the AED's previous battery pack died due to improper maintenance as the pads were never attached and battery pack depleted over time. When a new battery pack was inserted, the AED displayed a service code warning for 'speaker test current' which may indicate an early warning for a low battery. The reported event did not occur during patient use.